Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a few days post implant, the right ventricular (rv) lead exhibited non-capture. A polarity switch had occurred, so the lead was reprogrammed back to bipolar and the outputs were turned up. An echocardiogram was done which was inconclusive for a perforation with a possible minimal effusion. There were also high thresholds and high impedance on the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.